Event description:
The maestro drill was sent for evaluation because during a customer inspection it was found that the hose had a hole. There was no patient involvement, and no adverse consequences associated with the device.